Event description:
4 mos after implant, the pt began to experience spasticity again. The hcp checked the connection between the pump and the catheter and all was reported to be okay. However, the actual reservoir volume was higher than the estimated volume. "The pump seems to not infuse the drug." The pump was explanted and replaced. Everything went well with the surgery and the pt is reported to be okay.